Manufacturer narrative:
(B)(4). MFR. Report # 1531186-2013-03150 indicting the brand name as a mechanical (manual) wheelchair with common device name as 890.3850, product code as ior and manufacturer as unknown. The correct brand name is mechanical walker, rollator, correct common device name is 890.3825, correct product code is itj and correct manufacturer is kenstone.

Event description:
Provider states brake cable broken.